Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contracted a sharp edge of a trocar/cannula during insertion or removal of the device. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00223.

Event description:
The customer reported that during a laparoscopic colectomy the plastic coating at the jaw end has sheared off exposing metal wiring. Where the plastic coating has sheared metal wire was exposed causing alternate tissue burn but resulting burn did not cause any complications. The patient status is reported as ok. The burn was reported as minimal requiring no treatment. The other instrument in use was a laparoscopic hook. Nothing fell into the patient cavity.